Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected for use in the "avi1 to avi2". There was no difficulty with the set up. However, during the third passage during the procedure, there was a vibration in the system and winding of the proximal end of the rotawire around the helium ring. Then, it was noted that a rotawire fracture occurred in the "avi3" at the floppy tip. The tip was observed on imaging. No further patient complications were reported.